Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8711, serial # (B)(4), implanted: (B)(6) 2006, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was currently receiving hydromorphone with concentration 12 mg/ml at a dose rate of 5.494 mg/day, clonidine with concentration 600 mcg/ml at a dose rate of 274.69 mcg/day, and bupivacaine with concentration 0.2 mg/ml at a dose rate of 0.091 mg/day via an implantable pump for non-malignant pain. It was reported that under-infusion occurred. Regarding a pump refill on (B)(6) 2015, the actual reservoir volume (arv) was found to be greater than the expected reservoir volume (erv); arv was 29 ml and erv was 5 ml. They brought the patient back in on (B)(6) 2016 and pulled drug from the pump reservoir again; this time arv was 34.5 ml and erv was 30.5 ml. A dye study was then performed and the physician was unable to aspirate but had pushed dye through with a lot of resistance/pressure; the physician then could not aspirate again after that. There were no obvious kinks or malfunctions. The physician did not suspect an occlusion. The patient¿s concomitant medications included a ¿significant amount¿ of oxycodone that was taken orally which was ¿not new¿ (concentration, dose, and therapy dates not specified).

Event description:
Additional information received from a healthcare provider (hcp) reported that for the past year the patient's calculated and real residual pump volumes had been off, inconsistent and varied 10-20 ml. The patient was late in following up for further investigation. Computed tomography (CT) and magnetic resonance imaging at the catheter site show no mass. A (B)(6) study with fluoroscopy identified that the hcp could not aspirate cerebrospinal fluid and very minimal dye could be aspirated from the side port. The hcp requested the patient to get a CT myelogram to investigate further but the patient had postponed due to a right total knee replacement surgery that was unrelated to the pump and catheter problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.